Event description:
It was reported that the device failed to charge energy during a patient event. The device was in use to treat (B)(6) male in electrophysiology laboratory. The patient went into vt rhythm and the user applied electrodes and attempted to charge energy but the device failed to charge and rebooted. The patient had a functioning internal defibrillator and a backup lifepak 12 defibrillator was available for use. It is unknown if the operator used the backup options to provide care. The device was in use with ac power and had charged batteries. The patient survived the event. There was no adverse outcome due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). The third party biomed evaluated the device and was unable to duplicate the reported problem. The device has been removed from service and currently awaiting decisions on the next steps. The device was not returned to physio-control for analysis. Therefore, the cause for the reported problem could not be determined at this time.